Event description:
The customer called for help with his contour system. He alleged that he had been receiving high blood glucose readings. He performed control tests during the call and received results of 230 and 214mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.